Manufacturer narrative:
Continuation of medical devices: product ID 3057, product type screening device. Product ID 3057, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057; product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient was instructed to switch sides. The patient was unable to increase stimulation, and the device showed ¿cannot provide your desired settings, call your clinician.¿ troubleshooting was not able to resolve the issue, and the patient was advised to contact their clinician. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient reported that they were feeling pain in their tailbone area. The patient¿s clinician instructed them to switch to the right side and not to increase past 4.0. The patient stated that their clinician thought the wires may have moved. On (B)(6) 2018 the patient¿s spouse reported that a manufacturer¿s representative told them that the lead may have moved and to leave the settings as they were. The patient was having an increase in their night time voids and leaks. The caller was advised to contact the patient¿s clinician. No further complications were reported.